Event description:
It was reported the ureteroscope lens was broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction of broken lens was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to excessive force by the customer. The broken lens is a result of the deformed outer tube. Olympus will continue to monitor field performance for this device.